Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 3/1/2019. Device evaluation summary: it was reported that 59-year-old caucasian female underwent breast augmentation revision with mentor smooth round moderate profile 375cc saline prostheses. Left sided deflation and pain radiating to the nipple was reported post procedure. Upon receipt by mentor the device contained no fluid. Yellow material was observed within the device and no foreign material was observed on the shell surface. During evaluation a rent measuring approximately 0.1 cm was found within the crease on the posterior aspect. No other anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that rents are sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent within a crease was found on the device. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. There is no evidence that the issue is related with manufacturing. At this time is not possible to determine the origin of the yellow material. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) caucasian female underwent breast augmentation revision with mentor smooth round moderate profile 375cc saline prostheses. Left sided deflation and pain radiating to the nipple was reported post procedure. Additionally, right sided intermittent pain was noted. As a result, the devices are going to be explanted on (B)(6)2019. See 1645337-2019-08307 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on (B)(6) 2019. When the devices were explanted, bilateral prosthesis replacement with 450cc mentor memorygel breast implants was performed. There was baker's grade iii capsular contracture present on the right sided prosthesis. The patient code associated with the reported pain (1994) has been replaced with capsular contracture. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).